Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "there were foreign bodies on the outer wall of the needle."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: catalog number: 368607 batch number: 1287396 no customer samples or photos were received as of this evaluation. 30 retention samples were subjected to a visual for IV point damage and foreign matter (fm) analysis, with no defects or irregularities to the needle point being observed. The samples do not confirm the reported issue of needle point integrity or foreign matter; therefore, this complaint is not confirmed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on the retention sample testing and investigation results, bd is unable to confirm/duplicate the customer¿s reported failure mode. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "there were foreign bodies on the outer wall of the needle."